Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of complication of device removal ("part of cervix got removed/the one I've got is vaginal / they're going to leave my vagina completely stretched out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced complication of device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal surgery.). Essure treatment was ongoing at the time of the report. At the time of the report, the complication of device removal outcome was unknown. The reporter considered complication of device removal to be related to essure.